Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that pre-op diagnostics were normal on patient's vns. During a generator replacement surgery, there was high impedance with the new generator. The surgeon put the lead in multiple times and got high impedance. Proceeded with tug test, then flushing. They then opened up an accessory kit and performed generator diagnostics with a test resistor which showed low impedance and said battery might be defective. They used new generator for replacement and impedance was within normal limits. Suspect device has not been received by manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
B5. Corrected description of problem, initial report: device history review and device received into product analysis inadvertently left out. Inadvertently added suspect device not received into product analysis. H6. Corrected type of investigation, initial report: b14 inadvertently left out, b17 inadvertently added.

Event description:
Device history records were reviewed for the generator. The generator passed all specifications prior to distribution. The generator was hp sterilized. Suspect generator was received into product analysis. Product analysis (pa) was reviewed. The reported allegation of ¿low impedance generator diagnostic with test resistor¿ could not confirmed as the test resistor was not returned but was not duplicated in the pa lab. The reported allegation of ¿high impedance suspected generator issue¿ was not duplicated in the pa lab. The downloaded data shows a change from high impedance to low impedance. The underneath side of the setscrew shows one set of indention marks, suggesting the setscrew made connection with a lead pin or test resistor. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. There were no performance, or any other type of adverse condition found with the pulse generator. No other relevant information has been received to date.

Event description:
Generator analysis addendum was approved for generator m106 sn (B)(6) . Cidex that is used in the decontamination process was placed in the pulse generator¿s header lead cavity. The cidex represents fluids that may have possibly been in the returned pulse generator¿s header lead cavity at implant. The in-line test resistor was re-installed, and a system diagnostic was performed. The diagnostic result showed an unacceptable value for what was expected at the pa bench. The in-line test resistor and cidex were removed from the returned pulse generator. The in-line test resistor was re-installed, and a system diagnostic was performed. The diagnostic result showed an acceptable impedance value. This was repeatable on two bench devices. Based on the results, if an excessive amount of fluids are left in the header lead cavity during a diagnostic test may result in a low impedance value. But can be remedied with the removal of the excess fluids from the header lead cavity. There were no performance, or any other type of adverse condition found with the pulse generator. Or notes were received detailing the sequence events on date of surgery. The notes do not align with the initial report. There is no mention of 2nd new generator being used nor is there a report of low impedance being seen. The surgeon notes that high impedance was seen with then new battery which was resolved through adjusting the set screw and pin-reinsertion. It is most likely that the or notes do not fully detail the sequence of events seen with the opened but not used generator m106 sn (B)(6) . The most likely cause of the events on day of surgery is due to user error from pin not fully inserted and the header not being flushed as pa shows there were no performance, or any other type of adverse condition found with the pulse generator. No other relevant information has been received to date..

Event description:
Based on the information reported and that pa confirmed no device malfunction, the high impedance event will now be coded on the lead. The low impedance event on the generator has been updated to a defective test resistor as the event could not be duplicated in the pa lab, the generator showed no malfunctions, and the sample test resistor showed normal generator function. The most likely cause of the low impedance event would be the test resistor used on day of surgery. Reports of defective test resistors are not new or unusual. However, additional pa testing will be performed on the generator to completely rule out the generator as the potential suspect product. Once the testing is complete, a review will be added by qe. It should be noted that the header was flushed with liquid prior to using the test resistor and any fluid left in the header could have resulted in the low impedance results. Attempts should be made for an operative report, if available to confirm the sequence of events in the or. The cause of the high impedance on the lead remains unknown. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, d. Suspect medical device, f 10. Adverse event problem, h 4. Device manufacture date, h 6. Adverse event problem codes; corrected data; supplemental MDR inadvertently omitted information known prior to submission.